Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed leak tightness test, the housing was bent and would not hold or secure the battery device. The device also failed pretests for general condition, leakage test using bubble emission technique, roundness of housing and falling out protection (steel ring). The reported condition of the device having intermittent operation was not confirmed. The assignable root cause was traced to component failure due to normal wear.

Event description:
It was reported from singapore that during an unspecified surgical procedure, it was observed that the recon sagittal saw device was faulty and worked intermittently. It was unknown if there were delays in the surgical procedure or if a spare device was available for use. The surgery was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: during further investigation it was noted that the device also failed pretest for check falling out protection. D9: the device return date was reported as 3/27/2023 in the previous report, the correct date is 4/2/2023.

Event description:
It was reported, from singapore, that during an unspecified surgical procedure, it was observed that the recon sagittal saw device was faulty and worked intermittently. There were no delays in the surgical procedure .as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown . But, was known to have occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees, that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. The reporter is a j&j employee. UDI#: (B)(4).